Event description:
The pt's wife called the physician's office to report that her husband had expired; she thought his death was possibly related to his cardiac history. The physician's office reported the pt's death was unrelated to the implanted system.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2009-7550.